Event description:
Patient was a (B)(6) female who underwent a hammertoe correction on (B)(6) 2014 of the second and third toe on both the right and left feet. Four hammerlocks were used during the case (two medium and two small). The surgical procedure was without incident and the patient was discharged with a walking boot. On (B)(6) 2014, the patient returned for scheduled follow-up visits and surgeon noted that everything was ok. On (B)(6) 2014, the patient called surgeon and mentioned that she felt a pop in her right second toe while wearing the walking boot and now the toe was positioned toward the third toe. On (B)(6) 2014, patient returned to surgeon for follow up, it was noted that she was walking fairly normally, however x-ray revealed that her toe was clinically laterally deviated as the medial distal arm of the hammerlock was broken, allowing the toe to bend laterally. Surgeon secured the toe with a spacer and coband and showed patient how to splint the toe and prescribed minimal weight bearing activity for two weeks with a follow-up. On (B)(6) 2014, the patient returned to dr. (B)(6), it was noted that patient had been compliant with follow up instructions, but it didn't appear that the toe had changed position, this was confirmed by x-ray. On (B)(6) 2014, the patient reported that she felt another pop in right second toe and mentioned that it appeared straighter and was not as bothersome. X-ray revealed good healing, second toe looked to be in better position, surgeon noted that the toe appeared to be in better position, despite incomplete fusion, but was fairly straight. He prescribed a topical gel for pain and advised patient to transition to closed toe shoes, at which point she was to return in 30 days. On (B)(6) 2014: patient returned and surgeon noted that the second toe on right foot overlaps somewhat, patient was still experiencing some discomfort. He noted that second right toe was weak in ability to plantar flex compared to other toe, no swelling and x-ray revealed the second pip j fusion is deviated laterally slightly. The implant "pin" was broken distally but didn't lose much alignment. He prescribed a hammertoe regulator pad and advised for regular weight bearing activities and closed toe shoes. On (B)(6) 2015: patient returned to surgeon, patient had been using splint and feels like her toe is getting stronger, she still experiences discomfort, but somewhat less, the toe still "rides up" slightly on third toe with mild derangement. Surgeon advised patient to continue using coband wrap and regulator pad as she is improving, but slow. Surgeon is deferring physical therapy and mentioned that patient may need revision surgery in the future. Patient is scheduled for follow-up on (B)(6) 2015.